Event description:
A malfunction was reported with a code indicating an issue that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and arrangements were made to provide a replacement pump to the customer. The customer was informed about the replacement, and appropriate instructions were given regarding the storage and return of the malfunctioning pump.